Manufacturer narrative:
(B)(6). (B)(4). This MDR report has been made since this event has led to a recall. This incident has already been reported to the FDA in the asr report for (B)(4) 2013. In (B)(4) 2013, a voluntary product recall for the device was initiated and reported to the FDA under report no (B)(4). Evaluation summary: used device: no unused devices were returned for investigation. Unused devices: no unused devices were returned for investigation. Reference samples: the reference samples were visually inspected and tested for flow, leak and dynamic pull (tubing-asante connector). All test results were within specifications. (B)(4).

Event description:
Infusion tubing disconnected from tubing connector. Field rep sent email with picture/report of incident. Customer care called patient to report/review incident. Patient did report that the tubing got caught on the sheets. Patient is returning the infusion tubing. Patient did not experience hyperglycemia. This is the same lot as previous complaint (B)(4)".